Manufacturer narrative:
A complete preventive maintenance was performed on the unit and it was within specifications; no issues with the equipment were noted and the equipment was returned to service. No malfunction was reported during the event.

Event description:
Allegedly, the doctor performed a renal eswl on a patient. The patient had increased pain post op and tests confirmed she had perirenal subscapular hematoma. The patient was hospitalized and received blood transfusions. Patient discharged on (B)(6).